Event description:
A falsely depressed wbc result was obtained on a pt sample. The result was reported to the physician event though the report contained morphology and system flags. A bone puncture was performed on an infant. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed wbc was a depletion of peroxidase sheath fluid.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the treatment and instrument data indicate that the cause for the falsely depressed wbc result was the depletion of peroxidase sheath fluid. The incorrect perox sheath counter is addressed in bulletin (B) (4) and the mitigation was discussed. The instrument is performing within specifications.